Event description:
Related manufacturer report number: 2017865-2022-05033. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and low p-waves on the atrial lead. The physician elected to explant and replace the atrial lead. During explant procedure, the right ventricular lead became dislodged; the physician elected to explant and replace the rv lead during the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification.